Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the infusion set was changed and insulin delivery was resumed to address the event. Blood glucose ranged from 200's (mg/dl) to 300's (mg/dl).